Event description:
Related manufacturer report number: 2916596-2021-03678.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 12may2021 at 22:49:23 through 02jun2021 at 7:56:54 and 28may2021 at 4:52:28 through 08jun2021 at 14:53:40. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended the account communicated that the patient was admitted to the hospital for a heart failure exacerbation. Coumadin was placed on hold and the patient received outflow graft stenting for outflow graft obstruction for a thrombus on (B)(6) 2021. The patient was given continuous IV heparin and coumadin was resumed on (B)(6) 2021. The patient's hospitalization was prolonged due to subtherapeutic inr and coumadin dosages were boosted and heparin continued. According to the account, the patient was discharged to home and was instructed to take lovenox in addition to coumadin to reach a therapeutic inr level. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 list lists device thrombus as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for mlp-003463 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
While the patient is currently admitted to the hospital for a heart failure exacerbation. The patient received outflow graft stenting for outflow graft obstruction for a thrombus on (B)(6) 2021. Coumadin was placed on hold in preparation for the stenting. International normalized ratio (inr) became subtherapeutic and patient was given continuous IV heparin. Coumadin was resumed on (B)(6) 2021. Patient's hospitalization was prolonged due to subtherapeutic inr. Coumadin dosages were boosted, and heparin continued. Inr rose to 1.7 on (B)(6) 2021. Patient was discharged to home and was instructed to take lovenox in addition to coumadin to reach a therapeutic inr level. No additional information provided.